Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one-piece, with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
During implant procedure, decreased defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted. The patient was stable.

Event description:
During implant procedure, decreased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted. The patient was stable.